Event description:
Hcp reported that while using drop down screen for amplitude and selecting 2.5, the amplitude ramped to 10 volts, severely shocking the pt. Hcp had been increasing in .1 v increments manually prior. The programmer had full battery power. This event occurred post-implant programming of an itrel 3 with cervical lead placement. Post-investigation of the event by the manufacturer concluded the event was not a software issue but probably a user issue related to training and/or education. The device involved was not returned to the manufacturer for analysis. A follow-up report will be sent if additional info is received. A follow-up report will be sent if additional info is received.